Event description:
It was reported the patient had pain at the ipg site. The patient had gastric bypass surgery and had loss of weight. The physician undertook surgical intervention on (B)(6) 2012 to move the ipg from the left hip to a new pocket in the right hip. It was reported the surgical intervention resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.